Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported as a result of having broken lancing device, he experienced a hyperglycemic episode. The customer reportedly suffered from symptoms of hyperglycemia and hypertension, was treated by paramedics with insulin and transported to a local hospital where he was diagnosed with hyperglycemia with diabetic ketoacidosis and further treated with insulin and unspecified antihypertensive medication. The customer also reportedly self-treated with vasodilator isordil in the attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.